Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were removed. The investigation found the top and bottom cases are in excellent condition. No visible contamination. The pump event history showed an primary audible alarm background (bgnd) test in pump error history log (ehl). However; the technician was unable to down load ehl from pump to the computer. During power up process, was unable to duplicate the reported issue. The cause of the reported issue was undetermined. The pump was under the barrel clamp recall. The root cause of the reported issue was also undetermined. The technician inspected the speak and the main pc board. No damage or contamination was found. The technician replaced speaker as preventive measure. Performed power up process and all the functional tests passed.

Event description:
It was reported that an audible alarm was displayed. No patient injury was reported.